Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button was intermittently functional. The cause for the failure was isolated to damaged ribbon and 4 way switch cables. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective response buttons.

Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) response buttons were non-functional.